Event description:
It is reported that upon impaction the corner end of chisel broke off and was retrieved.

Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was manufactured in june 2003, which gives it a potential field age of approximately 6 years. The number of uses is unknown. As returned, the device exhibits evidence of oxidation. The portion of the chisel which connects to the handle is somewhat damaged, indicative of heavy usage. Based on the condition of the instrument which was returned, the cause of the device failure appears to be wear and tear caused by the normal use of the device. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.